Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed since the reprocessing was not conducted properly due to leakage from scope connector. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had failed and worn glue and damaged cover glass. The issue was observed during routine maintenance and there was no patient or procedure involved. The device was returned to olympus for a device evaluation and found the air/water channels were cloudy with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the light cover glasses were chipped, the light cover glasses adhesive was pitted, the optical cover glass adhesive was pitted, the distal end cap was cracked, the distal end adhesive was lifting, the bending section cover rubber adhesive was lifting, the control body identity badge was loose, the scope connector had water ingress, the up angle was not to specification, the electrical safety test was not to specification, the switch had a hole in the button, the switch head was leaking, the plug body production had label damages, up down angle control assembly was loose, and the up/down brake was not holding. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.